Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy procedure, while on stomach, the stapler did not fire. The stapler caught on the first shot of the surgery, soon the surgeon replaced the load and the problem persisted. After replacing two unsuccessful loads on the stapling, the surgeon decided to replace the stapler, and from this time the surgery followed normally. There was no patient injury.